Event description:
Quad lumen bd max extension line missing lumen. Clinical team initially thought item was a triple lumen based on visual inspection prior to use however, when flushing line persistent fluid leak was noted from hub of device directly above male luer-lock. Clinical team removed extension and replaced without issue or injury to patient.